Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this atrial lead exhibited a change in threshold measurements and no capture. A revision procedure was performed and the lead was removed from service and replaced. No additional adverse patient effects were reported.

Event description:
This supplemental report is being filed due to the completed evaluation of this product.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection revealed the coils stretched out and insulation torn at tip region of the lead. This damage is consistent with occurring at the explant procedure. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The (B)(6) code was utilized due to the surgery that occurred.